Event description:
It was reported that a significant decrease in the remaining longevity was noted from this implantable pacemaker. The device data was forwarded to boston scientific technical services and is currently pending review. At this time, the device remains implanted and in-service.

Event description:
It was reported that a significant decrease in the remaining longevity was noted from this implantable pacemaker. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. This pacemaker was recently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. It was stated that this device is expected to be returned for analysis.

Event description:
It was reported that a significant decrease in the remaining longevity was noted from this implantable device. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a significant decrease in the remaining longevity was noted from this implantable pacemaker. The device data was forwarded to boston scientific technical services and it was confirmed that the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. This pacemaker was recently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker was received for analysis.